Manufacturer narrative:
.

Manufacturer narrative:
Follow up information provided by the customer on 12/19/15 stated that the customer had not experienced any further issues since performing the air removal step and filling the cartridge more slowly.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple cartridges leaking from the septum. The customer reported filling the cartridges with 300 units of insulin. The customer declined to perform any troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.